Manufacturer narrative:
E1 - address 1:(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image during reprocessing involving an olympus bronchovideoscope. There was no patient injury reported.